Manufacturer narrative:
E1: patient city: (B)(6). Patient country: the united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient encountered infusion set occlusion at site event on 09 june 2024. No further information available.